Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
When using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder three incidents occurred for needle separation from the holder causing a nurse to prick her finger with one of them. Serology tests show that the patient is not contaminating so there should be no consequences for the nurse.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the needle and holder with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for separation of the needle and holder was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the needle and holder with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.